Event description:
Complainant alleged while unloading a patient from the ambulance the head end of the stretcher dropped with the patient secured to the stretcher. Complainant reported the incident was due to operator error however the stretcher fell on the medic's leg. The medic reported soft tissue damage and lower back pain. The medic sought medical intervention at a chiropractor, but did not lose any time from duty. No injuries were reported to the patient.

Manufacturer narrative:
Complainant affirmed the incident was due to operator error and not a malfunction of the cot. Complainant declined evaluation of the cot as they had conducted an internal evaluation and determined that there was no damage and it was functioning as intended. To date, the complainant has not provided the serial # of the cot involved in the incident. The IFU for the product is sufficient in providing instructions and precautionary warnings for operation of the cot while unloading from an ambulance. No further details of the alleged medic injury have been provided. This incident was determined to be a result of operator error.

Event description:
Complainant alleged while unloading a patient from the ambulance the head end of the stretcher dropped with the patient secured to the stretcher. Complainant reported the incident was due to operator error however the stretcher fell on the medic's leg. The medic reported soft tissue damage and lower back pain. The medic sought medical intervention at a chiropractor, but did not lose any time from duty. No injuries were reported to the patient.